Manufacturer narrative:
The complaint device was returned to greatbatch for evaluation and was confirmed to be fractured. The device had broken into two (2) pieces at the power tool coupling. There was a significant amount of wear and material deformation observed on the broken off power tool coupling. There was evidence of wear in the form of scratches, nicks and gouges throughout the remainder of the complaint device. A manufacturing review revealed no discrepancies. The cause of the breakage is unknown as it is unknown as to how many surgical procedures (cycles) this device had experienced throughout its life in the field. However, the evidence of wear suggests the failure occurred due to stress. No further investigation required. Date of this report is date the complaint device was returned and additional information was available. Report source: complaint information provided by distributor, (B)(4). Mfg date: date received by manufacturer is the date greatbatch became aware of the complaint. At the time, there was not sufficient evidence to suggest event was reportable. Per event date, additional information was available when the complaint device was returned for evaluation and determined the complaint is reportable.

Event description:
It was reported during an unknown patient procedure that upon approach, the offset reamer handle aborted. There was a 15 minute delay in surgery. The procedure was completed with another device. No adverse events were reported as a result of this malfunction. Upon receipt of the device to greatbatch on 09-jun-17, it was observed that the drive chain of the offset reamer handle had broken into two (2) pieces at the power tool coupling.